Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, estimated to be on or about (B)(6) 2011; enlargement of the right common iliac artery was noted and thought to be due to the distal end of the contralateral leg component appearing to lack circumferential apposition to the vessel wall. On (B)(6) 2019, the patient underwent re-intervention and an additional stent graft was implanted to extend the coverage to the right external iliac artery, with intentional coverage of the right internal iliac artery. It was reported that no embolization of the patient¿s right internal iliac artery was performed as the patient had a pre-existing stenosis of the right internal iliac artery. The patient tolerated the procedure with two type ii endoleaks noted from unknown sources at the conclusion. The physician will monitor the type ii endoleaks.

Manufacturer narrative:
B7: supplemental medwatch submitted to include patient medical history which did not transmit to FDA electronically as transmitted.